Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. There is no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/12/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was the sterility of the device compromised? - please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Received information as following from sales rep via phone today. Please refer to the event description and attached photos, other information requested is unknown. H3. Investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one sealed overwrap packet that pertains to product code m655g was returned for analysis. During the visual inspection of the returned sample, it was noted that the top (copolymer) and tyvek (bottom) of the overwrap appear to have been cut from the outside by an unknown object. This condition compromised the sterility integrity. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. Two photos were provided showing apparent damage to the package. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.